Event description:
It was reported that the vessel sealer instrument displayed a warning message that the blade was exposed during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that the blade was exposed and there was no damage to the blade. Failure analysis also observed that the snake wrist was dislodged but no broken wire. There was no damage to the conductor wire. Unable to perform test due to the damage to the wrist. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.